Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited unacceptable thresholds. The physician suspected that the lead had micro-dislodged due to the patient being left handed and over use of that arm. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.